Event description:
Customer reported that a touchscreen was cracked or shattered on their pump and remained black. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.